Event description:
A pt was skin tested on 8 december 1998 in the right forearm with no reaction. The pt alleges the first treatment, administered by a different physician, was in the nasolabial furrows on 13 december 1999. The pt came back to the testing physician's office on 14 december 1999 to complain about the aesthetic outcome of the treatment. The pt was referred back to the treating physician. The pt was sent again in 2000 by the testing physician and treated with collagen injections bilaterally in the nasolabial folds. The pt called on 27 march 2000 reporting erythema and was asked to come in to be seen. The pt came in on 28 march 2000. No erythema was noted. However, it was noted that the pt had a thin line of hyperpigmentation at the treatment sites bilaterally. The physician prescribed oral claritin.